Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 250 (mg/dl). Reportedly, contact believes that the elevated bg level was the result of the customer eating some food that they were not supposed to eat. Customer administered a correction bolus to treat bg level. Recommendation was made to consult with health care provider to discuss diabetes management.